Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient developed a possible hematoma at the ipg site after the ipg was explanted (reference manufacturer report number 1627487-2018-09822). Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.